Event description:
It is reported that a nurse emailed on behalf of a customer stating that the customer's insulin pump is cracked around the battery cap. The insulin pump was sent back for analysis. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken battery tube threads and broken battery coin cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.